Manufacturer narrative:
(B)(4) - against resistance; incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified, heavily tortuous mid circumflex artery, a 3.0x30 rx trek dilatation catheter was advanced for pre-dilatation. Resistance was felt due to the tortuosity of the vessel; however, the catheter ultimately reached the target site without applying force. The balloon was inflated an unspecified number of times at unspecified atmospheres. After the last balloon inflation, an attempt was made to pull the balloon catheter into the 6f guide catheter but it was observed that the balloon had not completely deflated. Resistance was felt pulling the balloon into the guide catheter. Once inside the guide catheter, an attempt was made to pull the dilatation catheter through the guide catheter and the distal shaft separated inside the guide catheter. The guide catheter, dilatation catheter and the guide wire were removed as a single unit from the anatomy. The vessel was re-wired and two stents were successfully deployed for treatment of the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the balloon was not submerged in heparinized saline prior to use and the device was prepped inside the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported deflation issue and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use in the preparation for use section states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Additionally, the warnings section states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.